Event description:
It was reported that the patient experienced recurrent occlusion alerts followed by a hypoglycemic event with a reported lowest blood glucose value of 50 mg/dl, after which the patient sought evaluation in the emergency department and was treated and discharged the same day. The patient reported multiple occlusion alerts and restarts of the pump prior to the event but declined to provide additional details regarding the emergency department visit or treatment. Symptoms included hypoglycemia. Outcomes included emergency department evaluation with recovery and resumption of ilet therapy. Investigation included communication with the patient and review of the information provided. Investigation of this case was limited due to the patient declining further questions; however, repeated occlusion alerts were reported prior to the event. No definitive device malfunction or component failure was identified. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.